Event description:
It was reported that the customer had a blood glucose level of 443 mg/dl. Customer was calling to change the time/date for daylight savings time. Customer could not clear the pump and stated that her keypad was locked. Customer had to click the b button and up arrow button to unlock that feature. Customer was unable to give herself a bolus delivery. Incident did not result in a serious injury or hospitalization. Customer treated with a manual injection. Customer was advised to follow-up with her health care provider if current settings need to be changed. Customer was assisted with programming. Customer's pump was working as designed. Customer was able to unlock her keypad and program the time/date on the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.